Manufacturer narrative:
(B)(4). Date sent 1/23/2025. D4 batch #955c59. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a cecr45b reload present. The reload was received partially fired 1/10. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 955c59, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number c9e10x, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Or did the device start to deploy staples and cut but could not be completed (partially fire)? Or did the device fully fire and stop during the automatic knife return? Partially fire. Was there any difficulty opening the device? No.

Event description:
It was reported that during a pneumonectomy surgery, could not fire farther after fired a half. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.